Event description:
It was reported the healthcare provider (hcp) was replacing the proximal end of the catheter. It was noted the hcp found calcium deposits on the catheter from the patient¿s body and the hcp wanted to replace the affected catheter. The drugs being delivered by the pump were not reported. It was unknown what exact symptoms the patient was having, how and when the catheter issue was identified, if segments were left in the intrathecal space, if additional actions were taken as a result of the catheter issue, and the patient¿s outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# unknown, product type: catheter. (B)(4).